Event description:
It was reported to nova biomedical that a consumer received a result of 378 mg/dl on their blood glucose meter. The consumer administered 25 units of insulin based on the result. Subsequently, the consumer experienced a hypoglycemia event requiring medical intervention at a hospital. The consumer was not able to provide any further info regarding this event. The meter will be returned for evaluation. The consumer refused to return test strips. This is being reported as an adverse event under the FDA medwatch regulations.

Manufacturer narrative:
Nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified.